Manufacturer narrative:
Information received from the customer revealed there was a malfunction on the printer, where the printer stated the treatment never happened. During on site visit the field service engineer (fse) could not duplicate the problem, and performed system verification. System meets specifications. A root cause could not be identified conclusively as the problem could not be duplicated during on site visit. Possible root cause printer malfunction. (B)(4).

Event description:
Upon additional follow up, reporter indicated left eye was involved. Reporter relayed there was an issue with the printer indicating the treatment never happened. At thirty day post-op patient had no complaint and is now doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported a lasik treatment was interrupted by loss of pupil tracking with three percent of treatment remaining. Reporter indicated the surgeon was able to recapture and finished the treatment completely. The laser printed out the wrong treatment plan, and the planned treatment was showing as pending. Additional information has been requested.